Event description:
Fracture of 1 locator. The fragments could not be removed. The implant (astratech impl ev 3.6s 8mm os ) remains in situ and can no longer be restored. The locator is not available anymore.